Event description:
The #8 electrode had an impedance reading of >40000. The patient had one program (10+11-1+3-4.8v/450us/40hz) and therapy impedances were 1435 ohms. The patient was okayed for a "transmit receive head coil MRI"; the reason for the MRI was not reported. Following the MRI, the implantable neurostimulator (ins) was interrogated and all impedance readings were normal except for #8; #8 continued to read >40000 as it had prior to the MRI. The reason for high impedance was unknown. The patient was using the ins without difficulty and felt stimulation in the correct places.